Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl, 400 mg/dl, 390 mg/dl and 380 mg/dl at time of incident. The customer was treated with manual bolus. The customer reported that they had symptoms such as shaking. It was reported that the customer never received any alarm and no other issues on her infusion set or reservoir. It was reported that the customer was not using auto mode. The customer was advised to call back if the problem persist. The insulin pump will not be returned for analysis.